Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump "insulin on board" calculation (the amount of efficacy remaining following the administration of an insulin bolus) was inaccurate.